Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening extended o posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient "concerned about alcl".

Event description:
Healthcare professional reported patient wanting devices removed due to being "concerned about alcl." Healthcare professional later noted a left side implant rupture. The device has been explanted.